Manufacturer narrative:
The device was explanted as the recipient reportedly experienced non-auditory and abnormal sound percepts. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function. This report is filed on august 27, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019 and the patient was implanted with a new device during the same surgery.